Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The devices scissored the clips and when advancing the clips some were only partially closing. A third device was used to complete the case. There was no consequence to the pt.